Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed . A pairing test was performed and passed. A bin file review was performed and passed . A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. However, a transmitter failed error was found on (B)(6) 2020. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.